Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction to incident description: on (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. It is not known when the alleged meter inaccuracy issue began. The reporter was unable to give exact blood glucose readings and the tests were performed within an unknown time of each other. It is not known if the patient takes medication to manage his diabetes or if he made any changes to his usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms as a result of the alleged issue however reported consuming a cube of sugar as self-treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions after obtaining the alleged inaccurate results. However, this complaint is being reported as a malfunction because the subject meter may not have met lfs¿ precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting.